Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 331 mg/dl. Customer reported that infusion set was not adhering which was causing it to fall off while she slept and have high blood glucose of 500 mg/dl. The customer experienced symptoms such as excessive thirst and blurry vision, chest pain and difficulty breathing. The customer was treated with IV fluids for pain. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis. Troubleshooting was performed for high blood glucose. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.